Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor had a "white out" display. The user reported the device was shut down and failed to power up. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.